Manufacturer narrative:
D10 concomitant products: 8886441013 8886 4410-13 novafil 6-0 blu 45cm p10 - (lot#d5b3650fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a skin transdermal closure, the suture broke while suturing, specifically in the middle of the strand. The strand broke with almost no tension applied. The same issue occurred on the second suture from the same batch. A new suture from competitor was used to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted two sutures and two needles, with the needles attached to the sutures; however, the sutures were found broken at approximately 5½ inches and 3/8 inches from the needle attachment points. Inspection of representative samples showed the sutures were properly wound on the retainers with no retainer damage, and tactile and microscopic examination of the sutures identified no abnormalities. The foil pouches were also inspected and showed no damage. It was reported that the suture broke while suturing. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.